Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported complaints could not be determined. Possible factors that may contribute to a non-uniform balloon refold (failure to fold) include, but not limited to, large balloon profile, deflation technique and multiple inflations. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis and this was reported as a general comment. In this case, it is possible that the lighting in the operating room and/or position in which the sidearm is held can contribute to the reported difficulty; however, a conclusive cause cannot be determined since the device was not returned for analysis. Additionally, there was no indication of incorrect information on the device, no adverse event or a specific device failure was reported. There are currently no changes planned for the nc trek neo rx hub; however, feedback was provided to the research and development (r&d) team at abbott vascular costa rica. This event is to capture general suggestion / product feedback from the physician. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported as a general comment that the trek and nc trek neo balloon dilatation catheters (bdc) are unable to cross coronary vessels after they are used one time because the balloon folds were not rewrapping correctly after deflation. Additionally it was reported there were issues reading the size of the balloon on the hub on the nc trek neo, the white ink was hard to see and the writing on the hub of the regular trek is too small to see. No additional information was provided.